Event description:
A facility reported that during surgery the cusa excel 36khz straight handpiece (c2602) connection became loose, impacting device performance intraoperatively. The issue resulted in prolongation of the surgical procedure of approximately 40 minutes while the situation was managed. No patient injury or death occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.